Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from ireland alleged discrepant results generated for one patient sample using the cobas sars-cov-2 & influenza a/b test for use on the cobas liat system compared to retests. The sample generated a sars-cov-2 positive result in the initial run with the cobas liat test. Retest of the original sample with the genexpert xpress sars-cov-2 assay, produced a negative result. Two new samples were collected and analyzed using the flowflex - viasure sars-cov-2 n1+n2 assay. All retests generated negative results. No sample type or collection kit information provided. No harm was indicated.

Manufacturer narrative:
An investigation on the reagent kit lot did not identify any product issue. Review of the run data showed the alleged sample produced a sars-cov-2 positive result with the CT value in the lod range (36.5). No system abnormality noted. Samples near the lod can waver upon retesting, in addition to differences in assay sensitivity, explaining the discrepancy. (B)(4).